Manufacturer narrative:
The cobas e 801 analytical unit serial number is (B)(6) , with an expiration date of 31-oct-2026.

Event description:
The initial reporter received a questionable elecsys troponin t gen 5 result from one patient sample tested on the cobas e 801 analytical unit. The initial result of the one-hour patient sample from the analyzer was 213 ng/l. The repeat result from another cobas analyzer was 11.9 ng/l. The nurse questioned the initial result as it was higher than the baseline, prompting the rerun. The repeat result was deemed correct.

Manufacturer narrative:
Calibration and controls were acceptable. There is no indication of a reagent performance issue. A review of alarm trace data showed sample quality related alarms occurring in the day of the event. The field service engineer found a bent sipper probe and defective sipper nozzles. The pinch valve tubing was worn and the measuring cells were degraded. Sample images captured from the analyzer's sample camera showed white particulate matter on the questioned patient sample. The bent sipper probe, pinch valve tubing, sipper nozzles, and measuring cells were replaced. Wash maintenance was performed on the sipper flow path. The measuring cells were conditioned. Instrument checks passed successfully. Calibration and controls were acceptable. Precision studies recovered within guidelines. The investigation determined the service actions resolved the issue. Medwatch fields d1, d2, d4, g1, and g4 have been updated.